Manufacturer narrative:
This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly. The pt code 3191 is being used to report alkalosis as there is no code available to capture this event.

Event description:
The plaintiff's attorney alleged that the pt experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.